Event description:
It was reported that an 840 ventilator had an erratic display, while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.